Manufacturer narrative:
Concomitant medical products: dtma1q1 ICD; 5076-52, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead post implant. Reprogramming was done to change the pacing polarity, but stimulation continued. At the six months follow up, reprogramming of the pacing polarity was changed again, which resolved the stimulation. The device is still in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.